Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that on intermittent occurrences, the customer received multiple inaccurate fill estimates after loading a cartridge. Reportedly, the cartridge was filled with 430 units of insulin. The customer's blood glucose level was 200 mg/dl. As the issue had occurred in the past, tandem technical support was unable to perform troubleshooting for the reported event. The customer confirmed that the issue was resolved after loading a new cartridge successfully onto the pump.